Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr head and bhr cup were removed. As of today, the implanted devices, all of which were used in treatment and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed and concluded that without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the clinical root cause of the reported pain, elevated metal ions, acetabular and pubic cyst cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventive or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient left hip on (B)(6) 2020. The revision surgery was performed due to pain, elevated cobalt and chromium, and metallosis. The patient outcome is unknown.